Event description:
The connection of the transfer set and the titanium adpater was loose. Noted during use. No pt injury or medical intervention was associated with this incident per baxter affiliate.